Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection of the delivery system revealed separation of the inflation balloon from the crimp balloon proximal to the inflation balloon / crimp balloon (I/c) bond. Scratches on the flex shaft approximately 7 inches from the flex tip were also observed. No other visual abnormalities were observed. Dimension analysis of the wall thickness on the crimp balloon proximal to the observed separation was performed. The area distal to the separation could not be measured as that area consists of the bond area and inflation balloon. All measurements met specification. No functional testing could be performed due to the condition of the returned device. Fluoroscopy imagery of the delivery system within the sheath shaft was reviewed. The imagery confirms the report of the torn balloon. Review of the work orders that could potentially contribute to the reported event was performed. The work orders did not reveal any issues that could have contributed to the event. During the balloon manufacturing process, the balloon dimensions are 100% inspected, including the balloon diameter and wall thickness. The balloon component is also 100% visually inspected for defects including witness lines and contamination, crow¿s feet, scratches gel-spots and fish eyes. The delivery system undergoes 100% inspection during the pleat and fold process. The entire device is also 100% visually inspected for visual defects. The delivery system undergoes leak testing. Following the leak test, the balloon cover and inflation balloon are inspected for any damage. A balloon burst pressure test is also performed on sample devices during the product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported event. In this case, a crimp balloon tear was observed on the returned device; however, no manufacturing non-conformities were identified. Dimensional and visual inspection of the crimp balloon revealed the balloon wall thickness was within specification and the I/c bond remained intact. A definite root cause could not be determined. Procedural factors (manipulation of the devices), in addition to patient factors (borderline access vessel mld, severe vessel calcification, severe vessel tortuosity, severe abdominal artery tortuosity near the diaphragm) likely contributed to the balloon tear and subsequent detachment of the inflation balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Please reference related manufacturer report (B)(4).

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during the preparation of a 26mm commander delivery system, no abnormalities were observed. ¿strong¿ resistance was encountered in the external iliac artery/common iliac artery during the advancement of the delivery system through the esheath. Following the alignment of a 26mm sapien 3 valve, the delivery system balloon did not inflate during valve deployment. It was speculated that the balloon may have ruptured. The valve and delivery system were pulled back into the esheath. The valve, delivery system and sheath were removed together as a unit. Upon removal, it was confirmed that the balloon did not rupture. The cause of the inflation difficulty could not be confirmed at the time of the procedure. A new valve, delivery system and sheath were prepared and used for the procedure. The sapien 3 valve was deployed where intended. Information regarding the native annular diameter and the degree of valvular calcification was not provided. The access vessel minimum luminal diameter (mld) measured 5.5mm. Severe access vessel calcification (approximately 50%) and severe vessel tortuosity were reported. Severe tortuosity at the abdominal artery near the diaphragm was also reported.